Event description:
Patient undergoing a partial left sided laminectomy and decompression of l4-l5. A spine pi drive was used by the surgeon during the procedure when surgeon noticed the drill seemed unstable and saw metal flakes. The surgeon immediately stopped using the drill, and the shaft was noted to be hot to touch. The wound was irrigated copiously another drill bit was opened to the field and the case continued without further incident.